Event description:
Fluorouracil 2750 mg 55 ml and 5% dextrose, 5 ml total 60 ml in 5 days. Infusor was started at 0.5 ml/hr rate. On third day infusor was stopped. It was noticed on the fifth day when patient came back for another infusor. Md was notified and pt was given last day dose as infusion. Pt missed one day of therapy because of defective infusor.